Manufacturer narrative:
Exemption number e2014039 - (B)(4). Additional device information: model # mc1423p lot 34291expiration 03/01/2019, model mc1424p lot 34293 expiration 03/01/2019. Review of x-rays and office notes provided indicate a 3 level procedure with roi-c cages and integrated fixation was used to fuse c4-c7, which is off label. The cage/plates implanted at c4/5 shows 'abnormal position with a portion of the device appearing to be projected posterior to the vertebral bodies', per the image service report and verified by x-ray provided. Post revision surgery x-ray shows a corpectomy cage inserted at c4 with posterior screw-rod fixation and anterior cervical plate applied. The investigation is ongoing.

Event description:
Revision surgery to remove cervical cage and anchor plates at c4/5, perform corpectomy of c4 with posterior screw rod fixation and anterior cervical plate.